Manufacturer narrative:
Event and therapy and date is estimated . Explant date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-21801. It was reported patient had shocking at the base of the skull and was attributed to possible cerebrospinal fluid (csf)leakage. Reportedly, the system was explanted in 2015. Exact date of explant is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.